Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the asymptomatic patient presented to the emergency room, post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were made.